Manufacturer narrative:
The event of "infection - (early onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infectious episode that required further surgery for drainage of the right breast periprophytic lodge, followed by 6 weeks of antibiotic therapy and physical therapy. Severe anxiety-depression syndrome.

Event description:
Legal representative reporting " an infectious episode that required further surgery for drainage of the right breast periprophytic lodge, followed by 6 weeks of antibiotic therapy and physical therapy.. Severe anxiety-depression syndrome. Device has been explanted. This relates to the right side